Event description:
During testing conducted at the user facility by a manufacturer field service technician, it was observed that a bare wire was exposed on the power cord. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.